Manufacturer narrative:
Patient's medical records were received. The medical records indicate upon revision the patient was found to have minimal wear on their patellar component. The patient's patellar component is being reported at this time. All available x-rays were reviewed, and no evidence of anything indicative of a device nonconformance was found. The additional information received does not change the outcome of the initial investigation. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec¿d 11/26/2014 - patient's medical records were received. Records were reviewed for MDR reportability. The medical records indicate upon revision the patient was found to my minimal wear on their patellar component. The patient's patellar component is being reported at this time. The complaint was updated on: 12/04/2014.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical states poly wear synovitis with some instability.update received 10/20/2014. The sales rep has reported the revision surgery. Patient was revised to address pain secondary to acute synovitis. Complaint was updated on 11/5/2014.